Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported 'small amount of peri-implant silicone in the inner quadrants, a sign of extracapsular rupture' and 'lymph nodes measuring 7 and 4 mm' diagnosed via MRI. This relates to the right si de. Device remains implanted.